Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that mesh was implanted to treat stress urinary incontinence with concurrent cystoscopy packing placed. It was also reported that the patient underwent excision of a segment of left vaginal mesh on (B)(6) 2013 due to vaginal mesh erosion [left portion of pubovaginal sling]. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2010 due to stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was further reported that patient underwent mesh revision/removal on (B)(6) 2013 due to erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.